Event description:
It was reported that during an un-specified procedure, the nc trek balloon was prepared per the instructions for use, prior to use in the anatomy. The protective sheath was removed without resistance. After the nc trek was used successfully for dilatation, the balloon could only be partially deflated and resistance was noted during removal. There were no adverse patient effects and no clinically significant delay in the procedure. An abbott device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of event estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.